Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the pump had an issue with the auto off feature beginning on (B)(6) 2015, the patient had been admitted to hospital for diabetic ketoacidosis (dka) with large ketones and symptoms including polydipsia, polyuria, abdominal pain, nausea, vomiting, shortness of breath, drowsiness and confusion. Patient had a stroke on (B)(6) 2015 and is on new medications. During troubleshooting, customer support found that the auto off feature was functioning as programmed, and attributed the bg excursion to training/misuse. Basal rate settings had been adjusted by the hcp either before/after the ae. Treatment included IV fluids and insulin via the pump. This complaint is being reported because the patient experienced dka related to use error of the auto off function.